Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 55 mm abdominal aortic aneurysm approximately 24 months ago. Vessel morphology at the time of implant was reported as aortic neck angulation was 30 degrees. The current vessel morphology is that the pt has disease progression resulting in aortic neck dilatation. It was reported that the stent graft has migrated resulting in a type I endoleak. (MFR: 2953200-2010-00323). It was reported that 13 months post stent graft implant, the physician treated the pt with a talent aortic cuff which resolved the migration and the type I endoleak. Five months later, it was reported that there was a type iii endoleak between the bifurcated stent graft and the talent aortic cuff. The physician placed two aneurx aortic cuffs and the endoleak was resolved. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
(Intervention required) - (B) (4): eval results: endoleak. Disease progression resulting in aortic neck dilatation.